Manufacturer narrative:
Device evaluated by MFR.: upon device return and inspection, it was observed that the guidewire lumen was no longer adhered to the tip of the spline cage. Due to the delamination of the guidewire lumen from the tip of the spline cage, deployment of the catheter was not possible.

Event description:
Reportable based on returned device analysis completed on 26 june 2024. It was reported that a failure to deploy the catheter occurred. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation, a 31mm farawave pfa catheter was selected for use. During preparation of the catheter, the catheter would not deploy. The slider on the handle of the catheter moved without changing the curve of the catheter. The catheter was prepared according to the instructions for use (IFU) and a non-boston scientific guidewire was inserted into the catheter. The farawave catheter was replaced with a new farawave catheter, and the procedure was completed successfully with no patient complications. The farawave catheter was returned for analysis. However, the returned device analysis revealed that the guidewire lumen was no longer attached to the tip of the spline cage, resulting in the reported inability to deploy the catheter.